Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation. The device passed external visual inspection. The receiver was not able to charge and boot. The receiver was opened and an internal inspection was performed. The inspection failed as a defective battery with a cracked controller chip was found. The battery was removed and replaced and the receiver turned on. The receiver download log was evaluated and an rtt loss followed by set time screen was observed. The lcd display, navigational buttons and usb j3 connector were working properly. The device screen trend passed as the battery was charging and battery circuitry was working properly. The receiver had functional testing performed and passed. The complaint was confirmed due to a defective battery assembly with a cracked controller chip, which prevented the receiver from powering on. The root cause was a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/16/2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The reported event ceased to function could not be confirmed. A root cause cannot be determined.